Manufacturer narrative:
The ge service rep checked the system and was unable to produce the issue. He erased the node and rebuilt the nodes. The overall system is operating as intended.

Event description:
The customer reported that the system will not penetrate the pt and the interconnect cable is difficult to place onto the c-arm. A pt was involved and an unk pacemaker procedure was being administered during the time of the event.